Manufacturer narrative:
The end user reported that he fell while using the walker inside his home. He stated that the pin that holds the folding mechanism guides bent possibly due to putting pressure on them. He stated that the walker opened, but was not locking into place. He was diagnosed with a hematoma on his forehead and was taken to surgery for evacuation of the pooled blood. It is not known how long the end user had the walker prior to the incident. The sample was returned and evaluated. The rivets and screws for the folding mechanisms were present and properly placed. All of the push pins were present and functional. The folding mechanisms were bent and not functional. Normal use of the walker does not promote the folding mechanism guides to bend. No manufacturing defect was identified during the sample evaluation. The owner's manual instructs the user to ensure that all locking mechanisms and spring buttons are full engaged prior to use. No manufacturing defect was identified during the sample evaluation. A root cause was not determined.

Event description:
The end user fell and he was diagnosed with a hematoma on his forehead.